Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient reported experiencing a low blood glucose (bg) value of 20 mg/dl. Patient's husband found patient passed out. Patient's husband treated patient with "force fed" sugar. Patient woke up. No paramedics were called. Patient was not using the continuous glucose monitor (cgm) at the time of event. At time of contact, patient is healthy. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.